Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgical team encountered non-intuitive movement of the instruments. When hand control was moved up, the instrument moved down, etc. The issue occurred when the direction of the scope was changed. The endoscope moved, and the image changed, but the movement of the instruments did not adjust accordingly. The customer power cycled the system mid-procedure, and after this, the system worked as normal. No more issues with the non-intuitive movement of instruments. Surgery was completed as planned. The endoscope was already sent for reprocessing and was not available for troubleshooting during the call. The procedure continued as planned. There was no report of patient injury. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the endoscope and instruments did move with non-intuitive movements (reversed direction of the endoscope despite correct alignment and installation), the endoscope and instruments did not move freely with uncontrolled movements. The problem persisted and was corrected after the reboot of the system. There were no fragment(s) that fell into the patient. The patient was not injured due to the reported problem. The operation completed successfully and with a delay of around 10 minutes. It dealt with a normal-sized and normal-weight male patient; further patient information cannot be made available for data protection reasons.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not the device associated with this complaint to perform failure analysis therefore, the probable root cause cannot be determined based on the information provided. Based on the information available at this time, this complaint is a reportable event due to the following conclusion: it was alleged that the endoscope ad the instruments moved with unintuitive motion. Poor camera/instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.